Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment with vancomycin (1 gram) (250 milligrams, route, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was hospitalized for the peritonitis event. The patient was recovering from the peritonitis event at the time of death. Eight days after the onset of peritonitis, the patient experienced a sudden cardiac arrest and passed away. The cause of death was sudden cardiac arrest. Treatment for the sudden cardiac arrest was not reported. It was not reported if an autopsy was performed. Dianeal 1.5% therapy was ongoing at the time of the peritonitis event, but it was not reported if dianeal 2.5% therapy was ongoing at the time of the peritonitis event. It was not reported if dianeal therapies were ongoing until the time of death or if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.